Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported needle to cuff miss and foot break were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional angiogram procedure. Reportedly, the plunger was deployed and a cuff miss [suture retrieval issue] was noticed. When the device was removed, it was noted the foot was broken. Fluoroscopy was used to locate the missing foot; however, the foot was not located. Nothing unusual was noted and there was no obstruction to flow seen. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient was seen in the clinic after the procedure and will continue to be monitored. No intervention is planned. No additional information was provided.